Manufacturer narrative:
Concomitant medical products: cat # unk, lot # unk, description: unknown head; cat # unk, lot # unk, description: unknown liner. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained implants.

Event description:
Revision of left total hip due to pain. Primary was performed in (B)(6) of 1992. Doctor removed the cup, liner and ball and replaced with new cup, liner and ball.